Event description:
It was reported that a patient underwent a sling procedure for incontinence on (B)(6) 2020 and mesh was implanted. The patient reported that two years after surgery, she is still two times more incontinent than before. The patient further reported being diagnosed with overactive bladder and detrusor sphincter dyssynergia due complication from the sling surgery based on urodynamic tests done. She received botox injections in the bladder and physiotherapy but the treatment failed. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide procedure date. - (B)(6) 2020 - (B)(6) hospital. 2. Please clarify if there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Consequences: - new overactive bladder. - detrusor sphincter dyssynergia during voiding. Treatments: - toviaz - pill to take by mouth treatment failed ((B)(6)-(B)(6) 2020). - referal to see urologist. Botox injections in bladder - result treatment failed. (B)(6) 2021). - physio therapy - treatment failed. (Winter 2021-2022). - I went to ubc bladder care clinic to get a 3rd time urodynamic testing. Which on them I don't leak but during voiding evidence has been proved my sphincter does it own mind. First time they saw it on (B)(6) 2022. - pessary uresta and I got my money back as it did not work. I still have to wear a pad with that.... Don't work. (Summer 2022). 3. Was the device removed? If so, please date and details of the re-operation. - no. On (B)(6) 2022. The urogynecologist in vancouver said it easy to remove the tvt but he refused to do it on me reason scared to injured me more. I am like this since my tvt surgery. Before I had stress incontinence only. I never leak like this before the tvt surgery. And now stuck wearing incontinence briefs daily till the end of my life at 42 years old. This is not normal to be incontinent how I am now after a surgery for incontinence and must have something to do. 4.can you identify the product code of the device? - no. I don't have the box. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received from medical records: medical history: sui. (B)(6) 2020 - ER for urethral discomfort around catheter - sent home with an indwelling catheter - uti with indwelling catheter. (B)(6) 2020 - telehealth visit for urgency, occasional incontinence, dysuria. (B)(6) 2020 - post op assessment - unprovoked episodes of leaking several times a day, small amount of leakage at night - tvt is well placed and no erosion is noted - given 1 month of toviaz for trial. (B)(6) 2020 - follow up visit - toviaz had no effect - at this point, mesh removal is to be considered. (B)(6) 2021 - cystoscopy and intradetrusor botox injection due to recalcitrant overactive bladder.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: lot 3941588. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide procedure date. (B)(6) 2020. 2. Please clarify if there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Toviaz, mirabegron, botox, physio and pessary. No success. 3. Was the device removed? If so, please date and details of the re-operation. No. Doctors refused to do tvt removal. (Scared to injured me more.) 4.can you identify the product code of the device? No. I can't not identify the produce code of the device.